Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a safety syringe. The customer reports when the nurse went to pull the safety up to cover the needle, it broke off, and she stuck herself. The customer also stated the nurse followed normal hospital protocol, and went to the after hours emergency room.